Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leakage at septum. After being punctured, this product allows blood to return to the outside of the isolation plug. No green claim is required, but a complaint response letter and an acknowledgement of receipt are required. Lot number 4109451 (B)(4) units date of sale (B)(6)2024 expiry date 22/5/2027, the sample cannot be returned, photos provided. Lot number 4109452 (B)(4) piece, sale date (B)(6)2024, expiry date 2027/5/25, sample can be returned, photos provided.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned multiple photos and 2 actual samples. 1-the photos showed blood oozing from the end of the septum. 2-the actual samples showed that the batch code was 4109451, the unit packages were not opened. Please see attachment (B)(4) for the photos. 3-the 800mm simulated clinical leakage test was performed on the samples, and the test results showed that no leakage was found at the septums. Please see attachment (B)(4) for the test reports. 2. DHR/bhr review lot# 4109451. 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) pcs. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of 800 pcs in process testing and 32 pcs in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-two retained samples of this batch were taken for 800mm simulated clinical leakage test, and no leakage was found at the septums. Please see attachment pr# (B)(4) for the test reports. 2-the plant has launched CAPA to further investigate the root cause of the leakage at the septum. Conclusion(s): 1-no abnormality is found in the production process; all the test results were within the requirements of the product specifications. 2-no leakage was found at the septum of returned samples and retained samples. 3-the returned photos showed blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.